Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of low blood glucose of 49mg/dl and customer treated with food. Customer was advised to monitor their high blood glucose and call back if further assistance is needed. Customer declined high blood glucose troubleshooting.